Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 529 mg/dl at the time of call and current blood glucose level was 588 mg/dl. Customer¿s other blood glucose level was 549 mg/dl at 12:03 pm. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.